Event description:
Report received from the u.s. Stating ¿hand piece won¿t turn off and turns on by itself.¿ the event did not occur during a procedure, no pt or user injury was reported. No add¿l info was reported.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. It was concluded that this was likely due to damage to the internal motor and flex circuit caused by immersion in water. This event is indicative of improper cleaning of the device. If add¿l info is received, a supplemental report will be sent. (B)(4).